Event description:
Later healthcare professional confirmed capsular contracture, baker grade ii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional later reported right side capsular contracture, baker grade unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported "would like to replace the device to a larger one (400), since the results obtained with 280 were not exactly as expected". Healthcare professional later reported right side rupture, seroma-late. Device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Patient reported "would like to replace the device to a larger one (400), since the results obtained with 280 were not exactly as expected". Healthcare professional later reported right side rupture, and seroma-late. Healthcare professional later reported capsular contracture baker grade unknown. Healthcare professional confirmed capsular contracture baker grade ii. Device has been explanted.

Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis: visual analysis of the photographs identified: unsatisfactory result: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Wrinkling: unable to observe since it is not related to the device. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Event description:
Patient reported "would like to replace the device to a larger one (400), since the results obtained with 280 were not exactly as expected". Healthcare professional later reported right side rupture, and seroma-late. Healthcare professional later reported capsular contracture baker grade unknown. Healthcare professional confirmed capsular contracture baker grade ii. Device has been explanted.